Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: corrected data: d1, d4: corrected brand name, catalog number, and UDI. Lot number updated to unknown. Investigation summary: investigation flow: functional. Visual inspection: confidence kit, no needles (part. No: 283913000, lot. No: unknown, lot. No: 1) was returned and received at us customer quality (cq). Confidence hydraulic pump (part. No: 283906100, lot. No: 265458, lot. No: 1) was received as subcomponent of the device. Complete kit was not received at cq. Upon visual inspection at cq, it is observed that the cement was hardened inside the injector body. Some portion of the hardened cement was found inside the mixer handle. It is observed that the package of the device was not completely opened. The device in the transparent package looks brand new without any defect. No other issues were identified with the returned device. Functional testing: the functional test was failed to perform on the returned device as the cement was solidified. Can the complaint be replicated with the returned devices? Unable to perform. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review the following drawings were reviewed confidence final package assembly with no needles: confidence pump kit packaging: confidence mixer kit: confidence mixer handle: no design issues or discrepancies were noticed. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the confidence kit, no needles (part. No: 283913000, lot. No: unknown). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. No other potential defects were observed. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: the DHR of product code 283906100, lot 265458, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on december 17, 2019. The DHR was electronically reviewed. Part# 283913000; lot# 266447; release date# 10.01.2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint involves two (2) devices.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the item was opened but not implanted. Cement cured very rapidly during preparation, whilst still in the mixer, and consistency wasn¿t normal from the start. Another box of confidence cement was used. The procedure was completed successfully with five (5) minutes delay. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) box of confidence kit, no needles. This is report 1 of 1 for (B)(4).